Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -5.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. In a second surgery on (B)(6) 2022 a longer length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.